Manufacturer narrative:
Product event summary: analysis found that when the stylus touched the programmer screen, there was no reaction. As a result the stylus assembly was replaced.

Event description:
The programmer was returned for servicing with no information. The programmer was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.